Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 26.0 mmol/l. The father stated that his daughter was thirsty but had no other symptoms. The customer stated that there was a no delivery in the alarm history. The customer stated that the drive support cap was indented. The customer did a 1.0 unit bolus into the air and the insulin did exit. The customer completed a self-test and it passed. The customer was advised to call back to troubleshoot.